Event description:
It was reported that per wo evaluation, arctic sun device was reading full when it was empty, installed test io card. There was no suction, installed test circulation pump to fill. Per sample evaluation results on 26nov2025, plastic shell shavings and foam found within the unit. Level sensor cup cracked. Level sensor tubing expanded. Flow meter showed evidence of sticking. The servicers noted that the shell pieces were found within the unit while the foam was found within the tank.

Manufacturer narrative:
The initial reporter's zip code: (B)(6). The reported issue was confirmed. The root cause of the reported issue is a failed circulation pump. The device was evaluated upon receipt. There was no suction in decontamination, installed test circulation pump to fill. Serviced circulation pump. An electrical safety test and ctu calibration were performed and passed. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per wo evaluation, arctic sun device was reading full when it was empty, installed test io card. There was no suction, installed test circulation pump to fill.